Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, additional event details could not be obtained, and the subject device was not returned for a physical evaluation. Therefore, the root cause of the event (charring) could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Olympus became aware of the following event via twitter: 1st case of #thuflep! (I think in (B)(6)) better hemostasis and a bit charring (which confused me at times..), but in all a great tool #soltive #urosome #endourology. Https://t.co/cyepjyfiai" / twitter. No additional information available and unable to contact physician. This event includes 2 reports as follows: (B)(6): unknown soltive superpulsed laser system. (B)(6): unknown soltive single use fiber. This is report 1 of 2 for patient identifier (B)(6): unknown soltive superpulsed laser system.

Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.